Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a lung resection procedure, jaw could not close completely. During the thoracoscopic surgery for lung cancer, squeezed down the closing trigger on the 1st firing, found the jaw was not closed completely, waiting for 15s, fired the device, found the staples malformed. Another device was used to complete the surgery. There were no adverse consequences to the patient.